Manufacturer narrative:
Product return was requested or its in transport. Evaluation will occur upon receipt of product return.

Event description:
Brush heads dont hold tightly on toothbrush...keep slipping down during use-oral-b/power oral care refills [device connection issue]. Case narrative: consumer stated via e-mail that brush heads don't hold tightly enough on the toothbrush and they keep slipping down during dental care. No injury reported.

Manufacturer narrative:
25-nov-2025 product investigation results: product return was received and identified as a non-genuine oral-b product, it was not manufactured under p&g control.

Event description:
Brush heads dont hold tightly on toothbrush...keep slipping down during use-oral-b/power oral care refills [device connection issue]. Product counterfeit-oral-b power oral care refills [product counterfeit]. Case narrative: consumer stated via e-mail that brush heads don't hold tightly enough on the toothbrush and they keep slipping down during dental care. No injury reported 24-nov-2025: product investigation results. The product involved was confirmed to be a counterfeit, so the product problem will be removed from the oral-b toothbrush head refill. No injury was reported.